Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips would not stay, and they would keep falling out of the medium-large clip applier. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the tip of the clip applier was completely broken off and detached from the instrument, so they were unable to load the clip onto the clip applier. The instrument was found to be damaged brand new out of the package and was never used on the patient. The customer did not know how the damage occurred. The customer did not have any additional information to provide.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip at the tip of the grip. A piece approximately 0.063" was found to be broken off. The broken piece was not returned. A clip cannot be properly loaded on the grips. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.